Event description:
On 8/25/97, the customer contacted braun thermoscan via 1-800 number. She reported that she obtained low temperature readings on her daughter. The customer began taking temperature readings on her daughter the day before the seizure because the child felt hot. Although readings in the 98's f were obtained, because the mother still suspected the child was febrile, and because the child has a history of febrile seizures, tylenol was administered. Though the customer continued administering tylenol every four hours, the next day, the child experienced a febrile seizure. After the seizure, the child was taken to the hosp. At the hosp, an ear temperature of 104 f was obtained with the facility's unit. The drs said the child had a bacterial or viral infection. An antibiotic was prescribed. No healthy baseline had been established; the customer assumed her child typically was "in the 98's". The unit was being used in both the child/adult and the infant/toddler modes. The ear tug was being performed improperly-the mother was pulling the ear lobe down, rather than pulling the pinna up and back.